Event description:
It was reported that there was no capture and sensing difficulty. It was unclear if this was due to a lead issue or if the lead had perforated the right ventricle. The lead was explanted and replaced. Follow-up with the physician confirmed there was no perforation. A medwatch 3500a was subsequently received reporting inappropriate shocks due to noise. No further patient complications have been reported as a result of this event.